Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented in the emergency room due to loss of capture (loc). The patient was confirmed to be a twiddler. When they went in the lead was found to be all balled up by the vein where lead was implanted near the device. The lead was explanted and returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.